Manufacturer narrative:
The analysis did show that the head had a dent which affected the function of the back cap button. This caused high friction and the head to heat up. In addition the bearings have been gritty. Experience shows that the dent is usually the result of a drop, e.g. During reprocessing. The condition of the bearings might be a result of normal wear, but it could also be a stronger wear due to the overheating of the head. The user instruction requires prior to each treatment a visual examination and a test run which would indicate that the handpiece is running out of specification. Reported due to the two year presumption rule.

Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt in the corner of the lip to the size of a canker sore. Pt was given some over the counter orabase to apply to lip. No further medical care was necessary.